Event description:
Information received indicates the bed is alarming and there are no functions from the left siderail due to signs of fluid ingress on the ucm board and a frayed ucm cable.

Manufacturer narrative:
The technician replaced the ucm board and cable to repair the bed.